Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple, intermittent cartridge change error messages occurred when the customer attempted to load multiple new cartridges. Blood glucose was 150 mg/dl. Reportedly, customer reverted to manual injections as alternate insulin therapy.